Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. In the absence of a product code lot number combination, and a sample, the relationship between the neuropathy and the tr band cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical received FDA medwatch report # mw5164787: it was reported that "following a stent placement, after hemostasis of right radial artery failed, three tr bands were used, plus a blood pressure cuff, to cut the circulation off to my right forearm for 14 hours. I now have numbness and tingling in my right hand and forearm, severe spasms in my fingers and forearm, severe pain in my right elbow and pain extending up into my right shoulder. The radiologist failed to comment on the maceration of nerves, vessels, arteries and muscles, mentioning only a lack of blood clots. Required intervention, hospitalization, disability or permanent damage."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: establishment name: unknown. E2: health professional: patient. E3: occupation: patient. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2025-00019 (mw5164788), for the third device reported that was used on the same patient see MDR 1118880-2025-00017 (mw5164789).